Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 500 mg/dl, current blood glucose is 364 mg/dl. The customer reported that the insulin pump insulin flow block alarm and insulin exited during fill cannula. The customer treated high blood glucose with manual injection. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.